Manufacturer narrative:
Device was used for treatment, not diagnosis. Bezwada, h., neubauer, p., baker, j., israelite, c., and johanson, n. (2004). Periprosthetic supracondylar femur fractures following total knee arthroplasty. The journal of arthroplasty, 19, 453-458. This report is for an unknown periarticular distal femoral plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, bezwada, h., neubauer, p., baker, j., israelite, c., and johanson, n. (2004). Periprosthetic supracondylar femur fractures following total knee arthroplasty. The journal of arthroplasty, 19, 453-458. The authors conducted a retrospective analysis of records pertaining to the treatment of periprosthetic supracondylar femur fractures following total knee arthroplasty (tka) using retrograde intramedullary rod fixation (fimr) versus traditional open reduction and internal fixation (orif) techniques. From 1998 to 2000, 20 women and 10 men with an average age of 70 years (range, 54-85 years) were treated for a total of 30 periprosthetic supracondylar femur fractures. Twelve synthes retrograde femoral nails and six nails of competitor were used. Twelve fractures which required traditional orif were treated with synthes periarticular distal femoral plates and plate of competitor. Postoperative follow-up averaged three years (range, two-four years). Complications included a (B)(6) female patient with no reported medical comorbidities who experienced a fracture nonunion with varus alignment and was treated with autogenous bone grafting and revision open reduction and internal fixation. This eventually went on to union three months following the second procedure. This report is 1 of 1 for (B)(4). This report is for an unknown periarticular distal femoral plate.